Manufacturer narrative:
The pump passed the displacement test. Hardware low level failure alarmed during selftest and confirmed in pump history with variable (03) due to broken trace at u1 keypad assembly (pin 6). Volume did change when adjusted. Audio/vibrate anomaly/absence of alarm not confirmed. No unexpected pump error 4 alarms noted during testing however, the formatted history file confirmed pump error alarm due to a software error.

Event description:
The customer reported via phone call that the insulin pump failed self test, screen went white, hardware low level failure and motor arm cannot communicate with the main arm. The customer¿s blood glucose level was 175 mg/dl. The customer was able to clear the alarm and able to rewind the insulin pump. Troubleshooting was performed. The customer was advised to revert to back up plan. The insulin pump will be returned for analysis.